Event description:
It was reported that upon patient arrival from operating room, foley bag was unable to be emptied. Both sides of the bag near the green drainage port were adhered together. When an attempt was made to gently separate the sides, the bag ripped and exposed a small hole in the system. The entire foley catheter was replaced. The foley system was in a red biohazard bag, no lot number available. Another foley was missing the white mesh on the vent port top left if looked at the foley bag head on and leaked urine when tipped back. Ref (B)(4), lot ngky1779, exp may 31, 2028.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.